Event description:
It was reported that during an exploratory laparoscopic small bowel resection and colostomy revision procedure on the second firing with the device the device misfired. The device partially fired and jammed. The device cut some tissue and some staples were deployed, but the staples were not formed correctly. The patient had a leak which and the surgeon did a hand sewn anastomosis. An additional procedure, an ileocecostomy, was also done. The case was completed with the hand sewn anastomosis.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4)- incomplete firing cycle. Batch # m52x6c. Additional information received: the patient is deceased ¿ this was secondary to her overall medical condition and not directly related to the device. The patient had undergone 2 prior exploratory laparotomies and this was her 3rd. At the first, she was found to have 2 separate areas of small bowel ischemia thus these were resected and the bowel left in discontinuity. At her 2nd look, the bowel still appeared questionable thus she was planned for a 3rd operation which is the one that I performed. During this procedure, the stapler was used to create two separate anastomoses ¿ one on the proximal small bowel and a second on the distal small bowel. The event occurred when performing the distal small bowel anastomosis. It successfully fired approximately 3 cm prior to it jamming. There was nothing different noted on the initial firing to signify that there was a problem. The same stapler was used on the proximal anastomosis and fired without difficulty. This was a blue load cartridge ¿ I am uncertain what the product code is. The chief resident was firing the stapler and when there was a problem, I took it from him to assure that there was nothing else abnormal. The stapler appeared to be properly aligned and the cartridge loaded ¿ it was locked and in good position. The stapler was jammed and could not be advanced any further. There were no abnormal forces and the stapler opened without issue following this. When inspecting the staple line, the proximal portion appeared to be intact however towards the distal aspect (where the mis-fire occurred); the staples had not completely closed. There were staple lines on the end of the bowel however the common channel was created away from these. These staple lines were also from the first operation (i.e. The probability of having a loose staple there, etc. Is very low). That is the incorrect procedure ¿ per the operative report on (B)(4) the procedure was ¿exploratory laparotomy, with ileocecostomy, primary anastomosis x2 with primary closure of fascia and wound vacuum-assisted closure placement¿ the analysis results found that the tlc75 device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal (B)(4) drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.